Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump powered on appropriately. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated unprogrammed suspensions. None of the keypad buttons were hypersensitive to user presses. The pump was successfully suspended and resumed. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.